Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an air bump above the implant site. The recipient presented with swelling. The recipient underwent treatment and had the air bump removed.